Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Event description:
The customer reported their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.